Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a corneal abrasion one week post (prk) photorefractive keratectomy enhancement in the left eye. A bandaged contact lens was placed on the eye. The bandage contact lens was subsequently removed and the abrasion was resolved.